Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was hospitalized for a non-device related reason, the physician noted intermittent loss of capture due to high thresholds on the right ventricular (rv) lead. The field representative stated that the electrogram (egm) strip showed seven seconds of loss of capture; however the entire seven seconds did not have asystole. There was an unknown duration of asystole, but it was non-sustained. Subsequently the physician opted to perform a revision procedure to reposition the lead. Upon opening the pocket it was found that the lead remained in the same position, thus the cause of the current intermittent loss of capture remained unknown. When the physician attempted to reposition the rv lead, the helix would not extend after retraction; due to this the lead was explanted and replaced. The pacemaker remained in service. It was noted that after the revision procedure the patient still had pre-syncope and lightheadedness. The cause remains unknown. No additional adverse patient effects were reported.